Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was explanted due to endocarditis. No additional adverse patient effects were reported. Additional information was received that vegetation and a perforated leaflet were present on echocardiogram. Additional information was received that approximately five years and two months following the implant of this valve, the patient presented with septic shock, suspected lacunar infarct/small stroke, acute encephalopathy, severe aortic insufficiency, endocarditis, and possible embolisms. Streptococcus gordonii was identified in a blood culture. The suspected lacunar infarct was identified via a brain magnetic resonance imaging (MRI) and was presumed to be related to the infective endocarditis. Apixaban was continued. It was reported that the event required hospitalization, blood transfusion, and intravenous therapy (IV) medications. The valve was explanted and replaced with a medtronic surgical valve. The surgery went well with no technical difficulties. Postoperative transesophageal echocardiogram (tee) revealed normal function. The patient was transported to the intensive care unit (ICU) in critical condition after the surgery. The event resolved seven days following onset. It was reported that the endocarditis, septic shock, lacunar infarct/ and acute encephalopathy were not related to the valve. The aortic valve insufficiency was causal to the transcatheter valve.

Manufacturer narrative:
B3 b5 h6 - additional codes. Correction: d - medical device. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was explanted due to endocarditis. No additional adverse patient effects were reported. Additional information was received that vegetation and a perforated leaflet were present on echocardiogram.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. B6. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 2 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was explanted due to endocarditis. No additional adverse patient effects were reported. Additional information was received that vegetation, and a perforated leaflet were present on echocardiogram. Additional information was received that approximately five years and two months following the implant of this valve, the patient presented with septic shock, suspected lacunar infarct/small stroke, acute encephalopathy, severe aortic insufficiency, endocarditis, and possible embolisms. Streptococcus gordonii was identified in a blood culture. The suspected lacunar infarct was identified via a brain magnetic resonance imaging (MRI) and was presumed to be related to the infective endocarditis. Apixaban was continued. It was reported that the event required hospitalization, blood transfusion, and intravenous therapy (IV) medications. The valve was explanted and replaced with a medtronic surgical valve. The surgery went well with no technical difficulties. Postoperative transesophageal echocardiogram (tee) revealed normal function. The patient was transported to the intensive care unit (ICU) in critical condition after the surgery. The event resolved seven days following onset. It was reported that the endocarditis, septic shock, lacunar infarct/ and acute encephalopathy were not related to the valve. The aortic valve insufficiency was causal tothe transcatheter valve. Additional information was received to report the suspected lacunar infarct was located in the medial right caudate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was explanted due to endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - additional codes. Analysis - the product was returned for analysis. The device was received submerged in a clear 0.2% glutaraldehyde solution in a return kit. The valve frame appeared to have been cut lengthwise, inflow to outflow. Histopathology samples appeared to have been excised in two leaflets. Explant damage was noted on the inflow and outflow aspect and frame. All leaflets were in an open position with a gap at the point of coaptation. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow. A large tear was observed in leaflet 3 adjacent to the scj (superior coaptive junction). A tiny tear was noted in leaflet 3. Histopathology samples appeared to have been excised in leaflets 1 and 2. 3-1 and 1-2 commissures appeared intact a large tear was noted in the 3-1 commissure. Glistening off-white pannus lined inflow to through the inner lumen, to the inflow margins of attachment. Pannus covered the tops all the commissures. Remnants of pannus overgrowth remains adhered to the exterior aspect of the frame. Remnants of tan vegetative appearing host tissue, indicative of infection, was observed on the inflow and outflow of all leaflets into the inferior coaptive area of leaflets 1 and 2. An unknown amount of vegetative host tissue appeared to have been removed during explant. Radiographic imaging showed no evidence of frame fractures. Radiographic imaging revealed calcification on the outflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.